Event description:
Customer called to report that she was unable to download her insulin pump to carelink. It was also reported that there was no a alarm found in the insulin pump's file history. Customer stated that due to past damage to the insulin pump, its history can no longer be seen. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unable to downloaded unit to carelink due to several a47 alarms at the alarms history file. A47 alarms due to a corrupted history file. Unit received with minor scratched lcd window.